Event description:
It was reported that on (B)(4) 2014, the procedure was to treat a lesion in the right coronary artery (rca), a lesion in the diagonal ramus, and a lesion in the left marginal ramus. The 3.0x33mm xience prime and 2.75x38mm xience prime stent implants were deployed in the rca with no reported issue. The 3.5x18mm xience prime and 3.5x23mm xience prime stent implants were deployed in the diagonal ramus with no reported issue. The 3.5x15mm xience prime stent implant was deployed in the left marginal ramus with no reported issue. Angiogram was performed and stenosis was noted to be reduced to 0% for all lesions. The procedure was completed with no reported device or procedure issues. On an unspecified date, the patient began experiencing pain, discomfort, and numbness in the arm. On (B)(6) 2014, computed tomography angiography revealed a suspected stent fracture in the rca. On (B)(6) 2014, the stent fracture was confirmed, which was treated with deployment of an unspecified drug-eluting stent (des). There was no additional information provided.

Manufacturer narrative:
(B)(4). Date of event has been estimated. Concomitant products: stent: 2.75x38mm xience prime, 3.5x18mm xience prime, 3.5x23mm xience prime, 3.5x15mm xience prime. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 2.75x38mm xience prime referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.